Event description:
A customer reported observing an iron result for a sample with an ID that did not correspond to the name of a current pt. The results were not reported. Upon retesting, the sample results were associated with a correct pt name. Mismatched results might lead to inapprorpiate physician action. There was no report of pt harm as a result of this event.